Manufacturer narrative:
Investigation summary: one 5ml syringe inside an opened blister package from batch #8302540 (p/n 309646). It was visually evaluated. A thin long black piece of foreign matter was observed on the roof of the bottom of the barrel in the fluid path. The foreign matter was loose and was easily dislodge by moving the stopper. The foreign matter appeared to be approximately 1/4¿ long piece of rubber stopper material. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the stopper manufacturing process. No corrective actions are necessary based on the defective rate identified. Batch 8302540 is considered in compliance with our product specification requirements.

Event description:
It was reported that ten syringes 5ml ll sp125 experienced foreign matter contamination.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ten syringes 5ml ll sp125 experienced foreign matter contamination.